Event description:
It was reported that the subject stent was successfully implanted on (B)(6) 2022 with good result at time of procedure. 14 days post procedure patient presented to other hospital with tia (transient ischemic attack) symptoms with left hand weakness and muddled. Performed cta (computed tomography angiography),the subject stent looked patent. Mr (magnetic resonance) showed small infarcts and slow flow ¿ aca (anterior cerebral artery) not filling and mca (middle cerebral artery) slow flow. Patient was taken back to auckland hospital to perform angio. Angio demonstrated significant proximal fish mouthing of the subject stent and acute thrombus formation. After consideration, a second evolve stent was placed (5mm x 15mm) mid to proximal extend and corrected the subject stent apposition. The thrombus formation was resolved by ia integrelin and flow was restored. This was post dilated as well. Per the physician¿s opinion, the stroke was caused by the proximal fish-mouthing of the stent and acute thrombus formation post implant. The patient woke well and was well day 1 post re-intervention. However, experienced some visual disturbances overnight (visual hallucinations (wavy lines & spots) which was caused by thrombus formation due to the subject stent proximal stent fish-mouthing (subject device). The symptoms have resolved and the patient has been discharged home.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the subject stent was successfully implanted on (B)(6) 2022 with good result at time of procedure. 14 days post procedure patient presented to other hospital with tia (transient ischemic attack) symptoms with left hand weakness and muddled. Performed cta (computed tomography angiography),the subject stent looked patent. Mr (magnetic resonance) showed small infarcts and slow flow ¿ aca (anterior cerebral artery) not filling and mca (middle cerebral artery) slow flow. Patient was taken back to auckland hospital to perform angio. Angio demonstrated significant proximal fish mouthing of the subject stent and acute thrombus formation. After consideration, a second evolve stent was placed (5mm x 15mm) mid to proximal extend and corrected the subject stent apposition. The thrombus formation was resolved by ia integrellin and flow was restored. This was post dilated as well. Per the physician¿s opinion, the stroke was caused by the proximal fish-mouthing of the stent and acute thrombus formation post implant. The patient woke well and was well day 1 post re-intervention. However, experienced some visual disturbances overnight (visual hallucinations (wavy lines & spots) which was caused by thrombus formation due to the subject stent proximal stent fish-mouthing (subject device). The symptoms have resolved and the patient has been discharged home.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported ¿nv ¿ stent failed/unable to open¿. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient stroke', and ¿ patient vessel thrombosis¿, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.